Manufacturer narrative:
A5, a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's surgical intervention and presenting native critical condition, as presented in scai stage d.

Event description:
Clinical review/rationale: the 75 year old male was admitted into the medical center for planned surgery. The patient was on a prior placed intra aortic balloon pump when the impella 5.5 was placed. The 5.5 was inserted and was supporting for 1 day when there was an observation made of hypotension and possible loss of placement signal. The team assessed pump position by echocardiographic imaging. The pump remained on for another 3 days when the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's surgical intervention and presenting native critical condition, as presented in scai stage d.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Placement signal issue: based on the data logs and clinical details provided, the cause of the placement signal issue is most likely a calibration issue, however the proximal cause of the calibration issue cannot be fully established. Hypotension: the cause of the injury was not determined due to insufficient clinical details.